Manufacturer narrative:
Review of the device history record was performed and system and its components met all specifications prior to being released. Manufacturing has been ruled out as a potential cause for the reported issue.

Manufacturer narrative:
The device was returned to manufacturer on (B)(4) 2013. The manufacturer report number should have been (B)(4). Placeholder.

Manufacturer narrative:
Placeholder.

Manufacturer narrative:
Account reported that 15 days post operation, the burn had disappeared with eye drop treatment (ophtaciloxan). Field service visited site after event. The system was checked (visual, functional and electrical testing performed) and no problems were identified. There was no observed problem on neither surgical technique nor used settings. The system meets abbott medical optics specifications. Note: all pertinent information available to abbott medical optics at the time of this report has been submitted.

Manufacturer narrative:
Equipment was received for evaluation after leaving the customer site. An second evaluation was performed. Equipment passed all electrical, safety checks, visual and functional testing with no findings/observations. The was no technical issues with the system.

Event description:
Surgeon reported that there was no complication during the surgery of a grade 3 mature cataract but that the system caused a grade 3 corneal burn.